Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a death occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 33 mm watchman ® laa closure device was implanted. A 6 week follow up transesophageal echocardiogram (tee) was performed in (B)(6) 2016. It was not reported when other follow up appointments occurred, however a small leak of 2-3 mm was observed during one of the follow up tee's. There was no report of thrombus on the device. In (B)(6) 2017, the patient presented to the hospital with a myocardial infarction. An echocardiogram was performed which revealed a ventricular septal defect (vsd). Additionally, while in the catheterization lab, they noticed a clot in the left anterior descending artery. Aspiration was performed to resolve the clot. They attempted percutaneous device closure for the vsd, but that did not work so open vsd repair was done by the cardiothoracic surgeon. While repairing the vsd, the watchman device was explanted. It is unknown why the watchman was explanted at this time. The patient was on an extracorporeal membrane oxygenation (ECMO) machine, continuous veno-venous hemofiltration dialysis (cvvhd), and ventilator; however, the patient passed away in the hospital on an unknown date. The cause of death is currently unknown.